Event description:
It was reported that the patient presented with the pacemaker exhibiting undersensing of ventricular tachycardia. The device was explanted and the patient was upgraded to an implantable cardioverter defibrillator (ICD). The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. The device was received above elective replacement indicator (eri) level with normal battery voltage and current. Analysis of device did not find any anomalies. Output and sensitivity testing did not find any anomalies. Header and connector were examined, and no anomalies were found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.